Manufacturer narrative:
The product involved in this complaint was not available for evaluation. A quality nonconformance was not reported during lot manufacture. Visual and functional inspections are performed for each lot based on statistical sampling. Complaint trend was reviewed for code 69600 for strike through failure mode. There is no upward trend detected during the past 12 months. A root cause was not identified. Notification of this incident was sent to manufacturing leaders for awareness. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury. H3 other text: device not returned.

Manufacturer narrative:
The product involved in this complaint is not available for evaluation. A follow-up report will be provided upon the conclusion of the investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury. H3 other text : device not returned.

Event description:
Customer is dissatisfied with gown performance. Customer states they have used gown for 15 years and quality has decreased. Customer states the gown becomes wet when she leans against sink. The customer reported in 2018 a co-worker experienced chemical burns on their arms during use of the gown when enzymatic fluid soaked through the gown. The co-worker went to the physician multiple times for treatment. The exact event date and further details are unknown. There was no hospital stay or surgical intervention performed.